Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was intermittent flow readings with the flow sensor on the perfusion system. The device was not changed out, as the customer finished the case without issue using the suspect sensor. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The customer was going to check and see if changing out the flow sensor resolved the issue. As of now, the field service representative (fsr) has not been asked to come out for repair.